Manufacturer narrative:
The reporting physician inquired on 2025-06-05 to sales partner whether or not an intra-articular hyaluronic acid product (ha) injection is allowed to be mixed with other pharmaceutical preparation. The reason is that septic arthritis occurred after received an injection of a ha product (product name; unknown) together with other pharmaceutical preparations such as analgesic or steroid (unspecified) at another clinic. The product name was not specified through our investigation at the moment because the physician was only treating the patient's infection. As a result, we cannot completely exclude the possibility that our product, artz dispo, was injected to the patient. Although the number of patients and onset/injection date were unknown, we considered at least one patient who developed septic arthritis certainly exists. As of june 19, it was revealed that septic arthritis was seen in seven (7) cases in 2022. Company comment: please note that the product, artz dispo is only delivered to the japanese market. In fy 2022, only one case of septic arthritis was reported in the japanese market except for those cases. Even if the product was artz dispo, all of our product batches passed with the release test including the sterility test before the product release. It was therefore considered that the product quality was not related to the septic arthritis.

Event description:
Septic arthritis was seen in seven (7) cases in 2022. This case report is the 4th case of the 7 cases. On (B)(6) 2022 - a 74 year-old female patient received an injection of a ha product (product name; unknown) together with other pharmaceutical preparations such as analgesic or steroid (unspecified) into the left knee at another clinic. On (B)(6) 2022 - the patient developed pain in the left knee. On (B)(6) 2022- septic arthritis was treated in surgical procedures by the reporting physician.

Manufacturer narrative:
This is a definitive report. This case is no longer subject to FDA reporting. This follow-up report included medical opinion by the initial reporting physician and the treating physician (received on (B)(6) 2025, respectively). According to the treating physician, it was considered that septic arthritis was not related to artz dispo, and the matter was treated as a disinfection issue. After reconfirming the causal relationship with the reporting physician, septic arthritis was considered as an iatrogenic infection, and therefore not related to artz dispo. Both opinions are revealed that there are no relationship between the artz dispo and all 7 infections. The other cases are also reported with 9612392-2025-00004 to (B)(4). Company comment: the product name was not specified because the physician was only treating the patient's infection. As a result, we cannot completely exclude the possibility that our product, artz dispo, was injected to the patient. We report this case as artz dispo. Please note that the product, artz dispo is only delivered to the japanese market. In fy 2022, only one case of septic arthritis was reported in the japanese market except for those cases. Even if the product was artz dispo, all of our product batches passed with the release test including the sterility test before the product release. It was therefore considered that the product quality was not related to the septic arthritis. We updated medical device problem code (a) from 3190 to 3189, type of investigation (b) from 4117 to 4111, investigation findings (c) from 3221 to114, investigation conclusions (d) from 4315 to 4311 in h6 adverse event problem.